Event description:
This is report 2 of 2 for the same event: report received from the USA regarding a motor device in which, during set-up, it was observed that the device was displaying a e8 error code frequently. The motor device was used with a console device. The reporter indicated that the facility did not know what device was causing the error. There was a five minute delay in surgery to obtain a spare console device. The same motor device was used, and the error continued to display. No injuries or medical intervention were reported. No additional information was available.

Manufacturer narrative:
The console device was received for evaluation. The console device was evaluated and the device met manufacturing specification. The reported condition was not duplicated. The reported condition was not confirmed. If additional information is received, a supplemental report will be sent. (B)(4).